Event description:
In late 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter will not power on. On december 18, 2008, this medical affairs specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose more than 4 times per day and is on an insulin pump. The patient primarily uses the onetouch ultralink meter to treat her diabetes. However, on original date, the patient reportedly lost his onetouch ultralink meter. On the day of concern, the patient ate food consistently through the day and had to skip some of her bolus insulin because she was unable to obtain a blood glucose reading. At around 7:30 pm, the patient indicated that she attempted to use the onetouch ultra meter, but could not get the meter to turn on. At around 8:30 pm, the patient started to have symptoms described as "shaky, weak, dizzy, and tired." The patient had a soda and a sandwich in response to her symptoms, as she could not obtain a blood glucose reading at the time of concern. Reportedly, the patient's symptoms did not abate with the intake of food and beverages until she took a shot of glucagon. The reported symptoms lasts approximately 40 minutes. The patient believes that had she been able to test her blood glucose at 7:30 pm on the subject meter, she could have prevented the aforementioned symptoms. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, but the battery was not replaced per the owner's manual. The lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of severe hypoglycemia after she was unable to obtain her blood glucose, due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.